Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
During a laparoscopic cholecystectomy procedure, the clips crossed over and had a scissore like effect. The case was completed by using another device. There was no pt consequence.